Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. The patient remains ongoing on lvad support await a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a short pump stoppage occurred during power module support. The patient was asymptomatic. The portion of the driveline external to the patient reportedly had no issues. An internal short to shield was suspected. The patient was listed for high urgent transplant. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported low speed, low flow, and pump stop events were confirmed via the submitted system controller log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.